Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer had delivered a 12.5 unit bolus, the blood glucose (bg) level dropping. The customer indicated that the insulin delivery did not stop when it was requested in the options screen. Tandem technical support reviewed the pump's t:connect data and found that when the customer attempted to stop the insulin delivery, the insulin on board (iob) indicated that there was still 3.7 units of insulin in the body that was still actively lowering the bg level. The customer acknowledged the information. The customer's bg level was 61 mg/dl and food/carbohydrates was consumed to address the low bg level.